Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition 'speaker not working' . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion at 4.5 pounds per square inch and the pump speaker was not working. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.